Manufacturer narrative:
Product complaint # (B)(4). Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 patient underwent a hardware removal and revision surgery due to nonunion and a bent plate. The revision surgery was scheduled for later that day. Patient had a nonunion of a tibia plateau fracture. Original fracture was of the proximal tibia treated with a 3.5mm lcp proximal tibia plate and associated 3.5mm locking screws. The patient required a revision surgery due to pain and bowing of the tibia. The plate and all screws were removed. The fracture was properly reduced, and a tibia nail x was implanted. It was unknown if the revision surgery completed successfully. Patient experienced pain and deformity. This complaint involves ten(10) devices. This report is for (1) 3.5 lckng screw slf-tpng w/sd(tm) rec 38 this report is 6 of 10 for (B)(4).